Event description:
The customer received an unknown number of questionable results for multiple assays from the analytical e module analyzers at the site. Of the data provided for 30 male and female patients tested on analytical e module serial number (B)(4), only the following results were a reportable malfunction. The repeat testing was performed on (B)(6) 2013. The free triiodothyronine (ft4) results are in pmol/l and the thyrotropin (tsh) results are in miu/l patient sample 1 initial tsh result was 4.58 and the repeat result was 6.02. The initial ft4 result was 17 and the repeat result was 12.49. A second set of ft4 results was provided for this sample. The initial ft4 result was 13.66 and the repeat result was 11.04. Patient sample 2 initial ft4 result was 22.63 and the repeat result was 16.26. Patient sample 3 initial ft4 result was 23.92 and the repeat result was 15.59. Patient sample 4 initial tsh result was 2.34 and the repeat result was 3.07. Patient sample 5 initial tsh result was 1.42 and the repeat result was 1.9. Patient sample 6 initial ft4 result was 16.9 and the repeat result was 13.63. Patient sample 7 initial ft4 result was 17.62 and the repeat result was 14.63. None of the erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided.

Manufacturer narrative:
It was determined the water supply unit at the site was contaminated and was exchanged. Afterward, no further issues were reported.

Manufacturer narrative:
This event occurred in (B)(6).